Event description:
Info received indicates the pump volume was underinfusing. The caller indicated no pt injury but could not provide any additional info.

Manufacturer narrative:
Pump had been serviced by third party but never calibrated. Testing of the pump indicates it was above, not below, volumetric accuracy test parameters. Pump was calibrated to resolve the issue.